Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital due to a sudden backup battery fault alarm. The patient switched to their backup controller at home on their own. They then came to the outpatient ambulance. Log files were downloaded and confirmed a backup battery fault alarm that occurred after the emergency backup battery (ebb) load test. The affected controller was tested again by connection to ac power and no further alarms occurred. The alarm had disappeared. The controller would go back to the patient as their backup.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the provided log files. The event log file contained data recorded from (B)(6) 2024. The system operated with no active alarms until (B)(6) 2024 when at 12:45 a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The next recorded entries revealed that the backup battery fault alarm remained active and at 12:48 both controller¿s power cables were disconnected from the external power resulting in a no external power alarm. The power cables were reconnected at 12:51 and the alarm cleared. The data captured at 12:52:06 revealed a driveline disconnect alarm which cleared at 12:52:58. After the pump was reconnected, the system continued to operate with a backup battery fault alarm until 12:59:04 when the driveline was disconnected again which appears consistent with the reported controller exchange. The periodic log file contained events recorded from 04may2024 to 21may 2024. The recorded data did not add any new information regarding the reported event. At the time the log files were collected the backup battery in use was serial number ((B)(6)) with a manufacture date of 27mar2023. The system controller, serial number (B)(6) was not returned for evaluation. Per the provided information, the affected system controller was tested again by connection to ac power and no further alarms occurred. The alarm had disappeared. The controller would go back to the patient as their backup. No products will return at this time. In conclusion, the root cause of the backup battery fault alarm captured in the log file was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The backup battery, serial number (B)(6) , was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook, rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev g, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.